Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon receipt the monitor was powering on intermittently and there was extensive physical damage to the monitor. The computer/analog (c/a) pca was damaged and components u407, y402, and c126 were broken from the board. Additionally the lcd display was shattered and the monitor enclosure cover and case were cracked. Upon investigation, the monitor failed to program during a flash test. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections at flash memory components u102 and u105. The intermittent connections are likely induced by mechanical stress caused by physical abuse. The cause of the inability to power on was the extensive physical damage to the monitor. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.